Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-13534. It was reported the right ventricular lead was oversensing noise. The implantable cardioverter defibrillator over-sensed the noise causing pacing inhibition, as well as charging episodes for undelivered shock therapy. The asymptomatic patient presented for an explant procedure where the lead was explanted and replaced successfully. There were no patient consequences and they were discharged.